Event description:
It was reported the stimulation was in the wrong location following an implant battery replacement. The patient felt stimulation in both legs but not in the back. The patient had tried adjusting the stimulation settings, but the location had not changed. The patient was at home at the time of the report. The patient was directed to contact the physician. Additional information has been requested from the hcp, but was not available as of the date of this report.